Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by affiliate via complaint submission that it was found metal debris in the shoulders of 2 patients during shoulder arthroscopic procedures, the product involved is ultra aggressive plus 5.0 5pk. The fragments are not yet removed from patient. The devices were discarded.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: b5: subsequent follow-up with the customer, the following additional information was received. Were the fragments removed from the patient? No. How was the procedure completed? No change in procedure. Was surgery delayed due to the reported event? Yes. What is the patient status/consequences? 15 minutes. Is there an additional procedure scheduled to the patient? No.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. According to the information provided, it was reported that was found metal debris in the shoulders of 2 patients during shoulder arthroscopic procedures, the product involved is ultra aggressive plus 5.0 5pk. The fragments are not yet removed from patient. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However a photo was provided. Upon visual inspection of the photo, the device had signs of friction and striation marks on the surface of the distal end of the inner blade. The friction marks indicate excessive friction between the sleeve and the inner blade, which could lead to metal shavings as reported. The complaint reported was confirmed. The r&d team made an investigation with the representative samples. Based on the investigation potential ways to reduce shedding is to ensure all handpieces are properly serviced and maintained to ensure the presence of the o-ring. During the servicing make sure tissue seal spring (103442156) is properly placed and that no debris is caught on or under the tissue seal spring, which could cause an increase in the spring force. Continue to monitor and inspect the handpiece usage in the region and verify that the decontamination and cleaning processes are following the proper IFU. Another potential way to reduce shedding is to run the blades at a lower speed and in oscillation direction as shown in the test results. As this complaint rate falls within the expected occurrence rate per the dfmea, no further risk reduction actions are required. A manufacturing record evaluation was performed for the finished device [m1906023] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.